Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapies for ventricular tachycardia and ventricular fibrillation. The therapy did not convert the arrhythmia. Upon review, the right ventricular lead exhibited unacceptably high defibrillation thresholds. Many antitachycardia pacing episodes were noted; however the patient would revert back to the arrhythmia. The patient spontaneously converted. Programming changes were performed and the patient was prescribed amiodarone. The patient was stable and will continue to be monitored.